Event description:
In 2002, the patient reported intermittent operation when using their sound processor. The sound processor was replaced; however, the problem was not resolved. Testing conducted at the implant center confirmed that the device was not functioning.